Manufacturer narrative:
Chemistry testing performed. Unit met product specifications.

Event description:
A male patient initially reported, he experienced an eye burning sensation, tearing, pain, photophobia following the use of a new bottle of complete moistureplus. Follow up information from the patient received stated, he experienced "some sort of eye infection" and was treated with tobradex. Initially, the reporter indicated that at the beginning of the year he began use of a new bottle of complete moistureplus and a new pair of acuvue contact lenses. The second day he wore them (after having stored them overnite) he began to experience the above symptoms. When he was able to get home, he discarded his lenses but the symptoms continued the following day. He saw his eyecare professional who told him his eye was swollen; he was prescribed "steroid" drops which he used for a week or so. When he returned to his eyecare professional, he was given a trial pair of extended wear contact lenses to wear, which he did for 5 days, and did not have any problems. After 5 days, he discarded the lenses and began to wear an older pair of lenses which had been stored in complete moistureplus. Within a day, the same symptoms returned. The patient began to use the remaining tobradex drops. Complaint unit met product chemistry specifications.